Event description:
Information received with return of the explanted device notes that two days post implant, the pacing threshold exceeded 5.0 v and twitching occurred. Therefore, the device was replaced.